Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause be determined from the investigation. There have been no other complaints reported int he lot number. Additional info was requested on 05/11/2012 and 05/21/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported an intraocular lens (iol) was exchanged for the same model, different power lens. Additional info has been requested.